Event description:
A 10ml bd syringe was discovered to have foreign matter consisting of a small white fleck embedded in the plastic of the syringe chamber. This was noted by a pharmacy technician during a routine compounding procedure. No other syringes were noted to have foreign matter.